Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with missing display window cover, pillowing keypad overlay, end cap address label missing and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was in emergency room due to hyperglycemia as well as for diabetic ketoacidosis on (B)(6) 2020 with blood glucose value 550mg/dl. Customer stated that insulin pump was not working. The customer was treated with insulin drip. The pump did not give any alarms, and the pump was not damage. Customer did not want to troubleshoot. The device will returned for analysis.